Event description:
Reportable based on device analysis completed on 10nov2022. It was reported that the position was not ideal and the coil could not be advanced in the catheter. The target lesion was located in the gastric fundus venous. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was found that the position was not ideal. The physician withdrew the coil from the protective sheath. After adjusting the position of the catheter, the coil could not be advanced in the catheter. The entire catheter was removed and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. The introducer sheath, the delivery wire and the main coil were returned. Visual inspection revealed that the main coil and the delivery wire were not interlocked. The main coil was stretched and detached at interlocking arm section. The delivery wire was jumped. No more damages were found. The functional test could not be performed due the main coil and the delivery wire were not interlocked. The main coil was detached at interlocking arm section. Dimensional inspection of the pusher wire and main coil revealed the components were within specification. No other issues were identified during the product analysis.